Event description:
It was reported that this pacemaker was not able to be interrogated. Multiple attempts at troubleshooting were made including different programmers. There was a lead safety switch (lss) from bipolar to unipolar sensing configuration. Technical services (ts) noted that the impedance of one of the leads had to be out of range although exact measurements were not provided. A surface electrocardiogram showed device operation as expected. However, the physician elected to schedule device replacement. No adverse patient effects were reported. Evidence suggests that this pacemaker remains in service at this time.

Event description:
It was reported that this pacemaker was not able to be interrogated. Multiple attempts at troubleshooting were made including different programmers. There was a lead safety switch (lss) from bipolar to unipolar sensing configuration. Technical services (ts) noted that the impedance of one of the leads had to be out of range although exact measurements were not provided. A surface electrocardiogram showed device operation as expected. However, the physician elected to schedule device replacement. No adverse patient effects were reported. Evidence suggests that this pacemaker remains in service at this time. According to additional information, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation.